Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The specific microorganisms found were not provided. The results reported the device channel (all channels) tested positive with the following: sampling date: 05/19/2023 microorganism = 6 cfu/100 ml of "unspecified microbes". Microorganism =7 cfu/100 ml of" unspecified microbes" the olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 1 cfu/100 ml and 1 cfu/endoscope . Untargeted identification of micrococcaceae detected. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : no patient(s) infection . Noted no deviations/ concerns or problems during processing. No defect noted on the aer washer. Aer/ewd reprocessor: model name: series 4 detergent name: soluscope cln disinfectant name: isoluscope paa all channels connected with tubes when the endoscope was setting up into the aer (scope reprocessor). Water quality of the rinse water was controlled. Water filter replaced periodically in accordance with IFU. Scope was dried via blew by filtered compressed air. Precleaning and manual cleaning information was not provided. Service repair device incoming inspection and evaluation did not find any damage. The product was sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.